Manufacturer narrative:
(B)(4). Concomitant devices: persona medial congruent articular surface right 12mm, catalog #: 42522100912, lot #: 64716704. Persona trabecular metal cruciate retaining standard porous femoral component, catalog #: 42502807002, lot #: 64876236. Persona cemented all-poly patella 38mm, catalog #: 42540200038, lot #: 64906870. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device currently remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced a tibial bone fracture approximately six (6) months following right knee arthroplasty. A revision procedure is anticipated. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. The following sections were corrected: b5, h6. X-rays reviewed identified subsidence of the medial tibial component. Tibial fracture was not well-seen, but there was a cortical irregularity along the medial tibial metaphysis, suggesting a fracture. The device history records were reviewed and no discrepancies were identified. Per the package insert, pain and bone fracture are known adverse effects of the system. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced a tibial bone fracture and pain approximately six (6) months following right knee arthroplasty. The patient is still able to walk, however, a revision procedure is anticipated. Attempts have been made, however, no additional information is available.